Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that there were no issues with the locking subassembly. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that a foreign object was found inside the motor, resulting in low rotations per minute (rpms). It was further determined that the object found was possibly a debri from the autolube device which was used simultaneously with the device. Thus, the debris may have been trapped inside the foot pedal device during clean up. The assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a routine maintenance / testing, it was observed that the hand piece lock was engaged on the motor device. During in-house engineering evaluation, it was observed that a foreign object was found inside the motor, resulting in low rotations per minute (rpms). The event was not related to surgery. There were no delays to a planned surgical procedure. A spare device was not available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, the assignable root cause was updated. The assignable root cause has been updated from not determined to cleaning, sterilization, and/or maintenance procedures not followed, which is user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.